Event description:
It was reported that patient was revised on a hip due to instability. Liner, cup and head were removed and replaced.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.